Event description:
It was reported that the user experienced an occlusion alarm on the ilet while using a teflon infusion set with 23-inch tubing; tubing was tested, delivery was resumed on the alert, and the user subsequently changed the infusion set after observing a bent cannula, with blood glucose stabilization thereafter. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education with resolution of elevated blood glucose. Investigation included customer consultation and product-use review based on user report. Investigation of this case revealed an infusion set issue consistent with a bent cannula causing flow obstruction and triggering an occlusion alarm, with no further device malfunction observed after set replacement. It was concluded, based on previously established findings for similar reports, that the cause was unknown but consistent with use-related infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.